Event description:
Client developed phlebitis below insertion site of PICC line. Attempt to flush PICC increased pain. Upon removal of PICC line a hole was discovered allowing cefazolin to leak into subcutaneous tissue. During original insertion stylet removal was very difficult which may be related to catheter defect.